Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "syringe plunger sensor". No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: e4: initial reporter also sent report to FDA?: unknown. D5: operator of device: unknown.